Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirms that wired footswitch found faulty. The rse checked with customer and identified the wired footswitch had normal wear and tear issue, which was the cause of the issue. Rse ordered and replaced the wired footswitch and issue was resolved. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the fluoro switch not working from foot switch. Philips has started an investigation of the complaint.